Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited a dark image. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: a worn-out connector unit and faulty switch board. In addition, the following were found: internal moisture and no image. The most probable cause of this complaint is traced to d02-component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.